Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthetic valve was explanted at implant, and replaced with same model/size valve. Through follow-up, it was learned that the valve was explanted due to paravalvular leak. No additional information has been provided regarding operative findings. The surgeon indicates that the reason for this explant is not related to a device malfunction.

Manufacturer narrative:
Device discarded, will not be returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction related to this event.